Manufacturer narrative:
Based on the information provided, the case was assessed as reportable to the us FDA as the event of injection site granuloma deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the hyaluronic acid dermal filler could not be reviewed as the case was reported in literature without mentioning a specific product name and a lot number was not provided. Rolim, l. S. A., barros, c. C. D. S., pinheiro, j. C., oliveira, p. T. D., souza, l. B. D., & santos, p. P. D. A. (2019). Analysis of nine cases of oral foreign body granuloma related to biomaterials. Journal of biosciences, 44(78). Doi: 10.1007/s12038-019-9898-y.

Event description:
This case was linked to MDR 3013840437-2019-00003 referring to the same literature article. This literature report from brazil concerns a (B)(6) year-old male patient who was treated with hyaluronic acid. The patient's past medical history included a biopsy with diagnosis of osteoblastoma in the mandible. The patient developed a foreign body granuloma. In 2009, he presented with an intraosseous lesion (also reported as fibrotic nodule) located in the posterior region of the left jaw (10 cm in size) exhibiting painful symptomatology, developing during one year. During a radiographic examination, the presence of a unilocular radiolucent lesion was observed in the posterior region of the mandible and the hypothesis of osteoblastoma recurrence was formulated. An incisional biopsy was performed. The presence of amorphous foreign bodies compatible with hyaluronic acid, permeated by multinucleated foreign body-type giant cells and intense, predominantly mononuclear, inflammatory infiltrates were evidenced by microscopy. However, a history of dermal cosmetic fillers was denied. The outcome of the event was not reported. In the opinion of the reporter, foreign body granulomas in oral tissues might be related to exogenous materials, used both in dental and dermatological procedures, with a predominance of the use of dermatological fillers, thus, mostly affecting women. This study also contributed to further histopathological evidence of foreign body granulomas, with the identification of asteroid bodies, as well as identification of the materials responsible for the appearance of these lesions, with polymethylmethacrylate as the most prevalent.